Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using a therapy cool flex catheter during a cavotricuspid isthmus (cti) atrial flutter ablation procedure, a steam pop occurred which resulted in asystole. After completing ablation of the cti line, navx mapping was used and revealed a 'gap' in the line. The power on the ibi generator was increased from 30-35w to 40w and the temperature was set at 40 degrees celsius. The gap was targeted for ablation however, after 26 seconds, the increase in power and ablation in the trabeculated tissue resulted in a steam pop. The steam pop caused asystole and the patient had to be paced. The catheter was inspected upon removal from the patient and no issues were noted. The physician waited 30 minutes during which varying grades of atrioventricular (av) block were observed and the patient had a temporary pacing wire inserted. The patient was discharged without a permanent pacemaker. The patient's heart rhythm at discharge was wenckebach at a rate of 105 beats per minute.